Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of vaginal operation ("I had vaginal laparoscopic last week(surgery)") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent vaginal operation (seriousness criteria medically significant and intervention required). At the time of the report, the vaginal operation outcome was unknown. The reporter considered vaginal operation to be related to essure. The reporter commented: my understanding was that removal through the vagina was need to get everything out intact. All but ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: surgery¿. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had vaginal laproscopic last week(surgery)/surgery is april 10') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laproscopy, hysterectomy leaving ovary). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: my understanding was that removal through the vagina was need to get everything out intact. All but ovaries. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: surgery.¿ concerning the injuries reported in this case, the following one were reported via social media: medical device removal. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: pt term of event vaginal operation was updated to medical device removal and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.